Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
During incoming inspection, the distributor in (B)(6) rejected (2) (B)(4), electrode needle std. Extended insul. Devices for an insufficient heatseals. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this complaint meets the criteria for a reportable event. This will be reported as a malfunction with potential for injury upon reoccurrence

Manufacturer narrative:
This serves as the supplemental and final report. Visual examination of (2) 138105, electrodes, packaging found channels at the non-chevron seal area. Dye leak testing was performed and confirmed a breach of the sterile barrier. The pouch was sealed at an angle or not fully inserted in the sealing machine which lead to channels in the sealing area and a breach in sterility. A review of the device history report found no abnormalities that would contribute to this issue. A two-year review of complanit history revealed there has been a total of 21 complaints, regarding 61 devices for this device family and failure mode. During the same time frame 2,335,020 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be .00002. Per the instructions for use, the user is advised the following; these devices should be inspected before use and after each use. Visually examine the devices for obvious damage including: damage including cuts, punctures, nicks, abrasions, unusual lumps or discoloration. This issue will continue to be monitored through the complaint sysytem to assure patient safety.